Event description:
Before the ablation began, the resident connected the laser fiber to the portable connector module (pcm). Both clinical specialists on site verified that the connection was tight and no light was being emitted. Roughly 3 minutes into the ablation, it was reported that heating was no longer being observed inside the existing yellow thermal damage threshold (tdt) lines. The surgeon was instructed to take his foot off the pedal. Upon inspection, the laser fiber to pcm connection was thermally fused, so the backup laser cable and a new probe were utilized to continue the ablation. The procedure prolonged for roughly 45 minutes. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser." "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Manufacturer narrative:
A review of site history showed that and all laser tests passed during the system's previous preventive maintenance. Previous trend investigation into similar events concluded that observed thermal fusion events between the probe & portable connector module did not impact risk level and did not warrant further action. Occurrence rates of similar events continue to be monitored for any impact to these previous findings.